Event description:
Patient was connected to a zoll monitor and pads and a 30 joule shock was delivered. Patient reported feeling a sudden electric shock. According to the event log, the unit had powered on, charged, and delivered the shock. No one was in the room at the time of the shock besides the patient and patient does not report touching the zoll.